Event description:
It was reported to philips that the display is not clear. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the display needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.